Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had a black-out (no image). It is unknown when the issue occurred. There were no reports of patients¿ harm.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the most probable causes for the alleged failure of no image is due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.